Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 26.7 mmol/l. The customer stated she has not treated yet, but she is going to go to the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also reported via phone call that the insulin pump had a prime rewind anomaly. Customer stated that they are unable to exit the prepring prime loop. After the troubleshooting was done, customer was advised to monitor the insulin pump. The customer reported also via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 26.7 mmol/l. The troubleshooting was performed and advised that the device is working as designed.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.